Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after an diagnostic procedure. Reportedly, the starclose se device could not be snapped into the exchange sheath. Guide wire access remained and the device was exchanged for a second starclose se device, the same exchange sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not provided by hospital. The customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Catalog number - correction, changed from 14679-01 to 14679-05. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.